Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 160 mg/dl. The customer did not recall any significant events leading to the alarm and stated that the alarm could not be cleared. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.